Event description:
Reporter called and stated she received a recall letter in the mail on (B)(6) 2026 for her spinal cord stimulator. Device was implanted on (B)(6) 2024 and is still implanted. She states this device is supposed to be helping with pain but instead is causing severe pain.